Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of a lab evaluation on (B)(6)2023.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-dec-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-19 device of lot number c1988294 was returned for evaluation, opened with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 12 july 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the below was observed: needle and sheath break observed approx. 5cm below mlla (ipe of ruler ipe0402). A lab re-evaluation was done on 10 november 2023 and the below was observed: distal end of needle examined, and needle and sheath observed to be broken, distal end of the needle was not returned. Clarification was requested from customer as below: question: would you be able to clarify how the breaks occurred? Answer: the needle cannot be retracted from endoscope working channel and user had to cut the sheath and retracted the needle from endoscope. Customer also confirmed that the missing distal piece of the needle was disposed of at their facility. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1988294 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1988294. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the distal needle break occurring due to positioning of the device / the angle at which device was held during endoscopy channel advancement. The distal needle break could also have occurred on insertion of device into the scope. The proximal needle break occurred as the user was retracting the needle which led to the cutting of the sheath by the user as they had difficulties retracting the needle from the endoscope. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, they advanced the needle through endoscope working channel but found out the needle cannot be pulled out, then retracted the needle from endoscope and observed the distal end of the needle broken. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that, a possible root cause could be attributed to the distal needle break occurring due to device handling / the angle at which device was held during endoscopy channel advancement. The distal needle break could also have occurred on insertion of device into the scope. The proximal needle break occurred as user was retracting the needle which led to the cutting of the sheath by the user as they had difficulties retracting the needle from the endoscope. Complaint is confirmed based on visual and/or functional inspection.

Event description:
User opened the package and found out the needle broken. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence".

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.